Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date is the date of revision. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Note: this report is related to MFR report# 1719045-2008-00111 filed on (B)(4) 2008. Synthes was initially notified of this event on (B)(4) 2008, however, this foreign device was not clearly associated with a similar us product until (B)(6) 2008. This report is being submitted in accordance with 21 cfr part 803 based on the (B)(4) 2008 date. Placeholder.

Event description:
It was reported in a powerpoint presentation for a clinical study that there was a revision surgery on (B)(6) 2007 to correct a mal-positioned screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
It was reported in a powerpoint presentation for a clinical study that there was a revision surgery on (B)(6) 2007 to correct two mal-positioned unknown screws. This is report 1 of 1 for (B)(4).